Manufacturer narrative:
The investigation for the high purge pressure and placement signal issue has been completed. The data logs confirm high purge pressure and purge system blocked alarms and show motor current spikes followed by a gradual rise of purge pressure for about 17 hours before alarms trigger. Bag and cassette changes prior to alarm were within standard time. Logs show several motor current spikes with placement signal shifts and effects on pump flow. The logs also show noisy motor current and several motor current spikes outside p-level changes. Cvp was negative before motor current spikes which suggest patient in continuous though biomaterial could have been a contributor. The root cause of the purge pressure high and purge system blocked issues were determined to be due to biomaterial though not classified as ingestion or build up as log analysis showed motor current spikes as well as a gradual rise of purge pressure. Returned product also showed no abnormalities. The root cause of the placement signal issue was determined to be patient condition related as evidenced by log analysis showing continuous suction with stable 5s parameters and returned product analysis confirming no defects.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that the impella rp flex had high purge pressure and purge system blocked alarm. Tissue plasminogen activator was given but the purge pressure and flow remained the same. The impella rp flex was explanted.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. H6 type of investigation code b19 added.